Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump available and continued to use the pump for insulin therapy.